Event description:
It was reported that the extended connector has broken inside the patient. The patient was complaining of the pain and the event was conformed via x-ray examination. The patient underwent revision surgery.

Manufacturer narrative:
Method: x-ray image review, visual inspection, material analysis, product history review, complaint history review, nc/CAPA history review, result: the reported event was confirmed via visual inspection and review of the x rays . The device was returned fractured in 2 pieces, one end of the connector was completely separated from the main shaft. The base material composition of the connector was measured by energy-dispersive spectroscopy (eds). The eds spectrum shows that material is confirming. No relevant manufacturing issues were identified for the reported lot # as all released units met specifications. No similar complaints were identified for this lot number. Review of the x-rays showed that the construct was fixed at upper thoracic levels and at lumbar levels, with no additional fixation in between. The existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which can eventually cause a fatigue breakage of connector. Previous material analysis of a similar complaint device found that the connector resulted in a fatigue fracture. Corrective action preventative action (CAPA) was opened on to house the investigation which resulted in design change. The goal of this CAPA was to create new connectors that can be used in growing rod (pediatric applications), with larger cross-sectional area. The change to the growth connector from the extended connector will eliminate the stress concentration area in addition to increasing the cross-sectional area to improve its mechanical strength characteristics for the future use of the product for the expanded indications (pediatric growing rod applications). According to the indications for use from surgical technique: the device is intended for anterior/anterolateral and posterior, non-cervical pedicle and non-pedicle fixation in skeletally mature patients as an adjunct to fusion for the following indications: degenerative disc disease (ddd), spondylolisthesis, trauma, tumor, pseudarthrosis, failed previous fusion. The root cause of the reported event based on the CAPA: the extended connector large is designed to be thin in the middle and larger on the ends. The relative difference in size between the middle of the connector and the ends serves as a stress concentration. If the extended connector is subject to growing rod conditions (pediatric application), the stress concentration combined with the higher expected loads of a growing rod could create a potential fracture location. Conclusion: the most likely root cause for the reported event is user error since it was used in the 9 years old patient.

Event description:
It was reported that the extended connector has broken inside the patient. The patient was complaining of the pain and the event was conformed via x-ray examination. The patient underwent revision surgery.